Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced fluctuating heart rates with exercise. The minute ventilation (mv) feature was programmed off. No adverse patient effects were reported. The device remains in service.